Manufacturer narrative:
The exact cause of the breakage of the ceramic tip cannot be determined. The presence of the burn marks on the returned pieces may imply that the failure of the tip was caused by heat induced by the user. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: a broken ceramic tip has typically been proven to be caused by customer abuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is provided with the instrument. A second potential cause has also been determined to be customer abuse that occurs due to handling of the instrument such as dropping the instrument, hitting the tip against other instruments or against sterilization containers. This type of damage can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use. A third potential cause is the exposure to extreme heat from a laser or electrode during a procedure. This misuse can result in a stress fracture of the ceramic, which further degrades into a separation of a portion of the ceramic tip from the tube. This type of incident is cautioned against by the recommendation of firing the subject laser or electrode only when in clear view of the operator.

Event description:
During an incision of bladder neck procedure while using the USA elite system standard resectoscope metal brown beak sheath, the ceramic tip broke off in the bladder while in use. A second operation was performed to retrieve pieces. All pieces were recovered and to date, the pt is healthy.